Event description:
Pt home in kitchen going towards her sink and it snapped and fell out from under her causing her to fall to the floor on her right foot, has pain in right arm and ribs. Pt was using knee scooter due to a foot injury, and the product frame broke while she was using it causing her to fall and possibly reinjuring her foot, also causing pain in the right arm and pain in the ribs. Dates of use: (B)(6) 2012.